Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from (B)(6) reports an event as follows: synthes (B)(6) sales consultant reported during a sternal closure on (B)(6) 2013, as the surgeon was inserting a 12 mm self-drilling screw into very dense bone, the screwdriver tip sheared off at the intersection where the teeth and main shaft of the blade meet. The surgeon was able to retrieve and remove all broken pieces. Surgery was prolonged approximately 2 minutes. The procedure was completed with the use of a secondary screwdriver. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Product development evaluation: corrective action was implemented in march 2011 which changed the material from 440 ss to 465 ph stainless steel to improve the durability of the device. The returned screwdriver shaft was produced in august 2007 prior to that change.

Manufacturer narrative:
(B)(4):as received condition: there were rub marks on the surface consistent with normal use in the field. Conclusion: the diameter, material, and hardness were all checked and they all conform. (B)(4)

Manufacturer narrative:
This device is used for treatment, not diagnosis. Information obtained from receipt of device, part # and lot #. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Catalog #: should be 313.939.

Event description:
This is report 1 of 1 for complaint # (B)(4).